Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent to the severely tortuous and calcified lesion located in an unk vessel, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was flared. The procedure was completed with a 2.5mm non bsc stent. No pt complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specs prior to shipment. The most probable root cause is determined to be operational context.